Event description:
The MFR rep reported that an interstim system was being explanted at the pt's request. During explant, the physician was attempting to remove the lead by pulling through the ipg pocket. The lead broke just above the tines. The physician elected not to remove the broken end of the lead. The pt is reported to be doing fine with no problems reported.